Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that three months following the implant of this transcatheter bioprosthetic valve chest pain was experienced. An angiogram revealed no ischemia at that time. Seven months following the valve implant a myocardial infarction (mi) occurred with occlusion of the right coronary artery (rca) ostium. The physician reported that the shallow implant position and self-expandable force of the valve over time caused the occlusion. The valve was explanted and replaced with a surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. However, the root cause could not be determined from the information provided. A mild paravalvular leak (pvl) has minimal impact on the patient and is generally deemed an acceptable residual condition. The elevated enzyme levels, which are indicative of heart muscle damage, may occur as a result of the transcatheter aortic valve procedure¿s known possible adverse effects. A coronary occlusion can be related to multiple factors such as patient anatomy, implant position and implant technique. In this case, it was reported that the valve cusp was reportedly occluding the right coronary artery ostium. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A correction report was required to include the UDI number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.